Event description:
The catheter was inserted in the jugular vein for nutritional support. During radiograph, the catheter was noted to be broken and located in the patient's pulmonary artery. The device was removed and discarded by the facility.